Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the equipment malfunctioned and was repaired for " fails occlusion tests. Calibrated module. Passed pm checks. Verified functionality to be within tolerance and rts."